Event description:
During a turp, the teflon tip of the resectoscope sheath broke off and was floating in the bladder. The surgeon had to retrieve the broken tip via other means. Tests performed: the device was visually inspected for cracks, burns, dents. An interview was conducted with or personnel and a physician who used a similar device which also failed. Results of the tests: the inspection was non-definitive. This is the second damaged ceramic insulator beak that has been identified in as many weeks. There was an observed crack in the ceramic insulator and it was noted that this instrument had been sterilized using sterrad. Identified cause: unknown.